Event description:
During preventive maintenance (pm), by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the pneumatic performance test, and autofill failures would occur occasionally. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue rebuilt the compressor and installed new hoses and connectors to resolve the issue. All functional and safety tests were performed and passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
During preventive maintenance (pm), by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the pneumatic performance test, and autofill failures would occur occasionally. There was no patient involvement, and no adverse event was reported.